Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pacing impedances of greater than 2000 ohms. Lead damage as suspected but unable to be confirmed. The patient was seen for a revision procedure where the lead was surgically abandoned and the device explanted. There were no adverse patient effects reported.